Event description:
Additional information received reported the patient experienced ¿injuries¿ caused by a ¿defective¿ device system. No further information was provided including what the specific injuries consisted of. Should additional information be received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the healthcare provider (hcp) met resistance when trying to fill the pump. The patient came in for a refill on the day of this report and the hcp got back out what was expected. The pump was to be filled with 40 ml and then they met resistance at 12 ml in so they withdrew everything and tried a new kit. They met resistance again at 12 ml. There was a lateral x-ray of the pump taken. They were able to actually get 28 ccs in the pump. Upon viewing the image of the pump, it appeared there was some damage to the pump bellows and the image also made it appear that there was maybe some damage to the can of the pump. The patient denied scuba diving or hyperbaric conditions. The patient had fallen but only onto their elbows and not onto the pump. It was later reported the patient was not showing any symptoms of overdose or withdrawal. Nothing had been confirmed with the ¿damages¿ at the time. There was no pocket fill and no intervention was done. The hcp will continue to monitor, as the patient was having no side effects. The patient was filled with a total of 28 ml vs the 40 ml capacity. The drugs being delivered via the device system were fentanyl, hydromorph one, and bupivacaine. No intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received form the healthcare provider indicated the cause of the event was partial compression of the internal bellows. Fluoroscopy was used to show the partial compression. The patient declined surgical replacement at the time of the report. The patient also denied any symptoms or problems other than the earlier refill interval. This was still true to this date. The patient recovered without sequelae. The concentration of fentanyl was previously reported as 1250 mcg/ml (micrograms per milliliter) at a dose of 463.75 mcg/day; the concentration of dilaudid was previously reported as 10 mg/ml (milligrams per milliliter) at a dose of 3.71 mg/day; the concentration of bupivacaine was previously reported as 11.4 mg/ml at a dose of 4.22 mg/day. Other medications taken by the patient and pertinent patient medical history were requested but not obtained.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided by a healthcare provider (hcp) via a manufacturer¿s representative (rep) on 2018. The pump logs indicate the pump was being used to deliver dilaudid [10 mg/ml] at 3.891 mg/day, fentanyl [1,250.0 mcg/ml] at 486.4 mcg/day, bupivacaine [11.4 mg/ml] 4.436 mg/day. The event logs show a low reservoir alarm on 2018 at 04:28, followed by an empty reservoir alarm on (B)(4) 2018 at 08:09; a motor stall on (B)(4) 2018 at 14:13 followed by motor stall recovery at 14:51; a motor stall on 2018 at 11:45 followed by a recovery at 13:37. It was reported that there was a refill issue; the pump bellows were not filling/expanding. It was reported that the pump bellows were collapsed, allowing only 17 ccs to fill. The event date was asked, but unknown. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was stated that the patient reports "nothing" - no hyperbaric, no scuba-diving, only MRI (magnetic resonance imaging). It was unknown what diagnostics/troubleshooting was performed. It was reported that the they could aspirate but not fill the pump. The hcp stated the bellows have failed. The hcp was only able to get 17 ml of drug in the pump reservoir, and was expecting to fill the pump reservoir full (40 ml). Regarding what actions/interventions were taken to resolve the issue, it was indicated "none, surgery was needed." The operating room (or) scheduling checklist requesting the revision for the replacement of the pump and possible replacement /revision of the intrathecal catheter was dated (B)(6) 2018. It was indicated that the catheter tip was located at t4, and the implant site was the right upper buttock. Surgical intervention occurred; the pump and proximal catheter were replaced on the date of the report ((B)(6) 2018). It was reported that the catheter was sluggish and had residue in the sutureless connector, shown in a photo was taken intra-operatively of the cup of the sutureless connector after it was disconnected from the pump. It was noted that once the proximal catheter was replaced, it was then flowing freely. It was noted on the logs that 9 cm of the 60.4 cm spinal catheter segment were removed, and replaced with a 11. 2 cm segment (calculated catheter length noted as 62.6 cm, total catheter volume of 0.138 ml). A post-operative photo showing the damaged pump can removed from the patient was also provided. The pre-operative history and physical examination form, dated (B)(6) 2018 was provided. It was reported that the patient has had some withdrawal symptoms after the pump ran dry "several days ago." The patient has been hospitalized for poor healing wounds on legs, patches on lumbar body. It was noted that the chief complaint/indication/symptoms related to procedure was "upper back/lower back." It was noted that upon examination, the patient's general appearance was disheveled. Heent (head, eyes, ears, nose, and throat) examination indicated the patient's airway was feasible. Pulmonary examination indicated that the patient's lungs were clear, barrel chest, no rales, no wheezing. Cardiac examination indicated "rrr, no m" (regular rate and rhythm, no murmurs). Skin examination indicated no lesions overlying pump site. Psychiatric examination indicated the patient was "alert and oriented, times three." The patient had no known drug allergies. The indication for use of the device was spinal pain. The patient' s diagnosis/history of present illness included spondylosis without myelopathy or radiculopathy. The patient¿s medical history/comorbidities included osteoarthritis, insomnia unrelated to pain [note that this conflicts with the information provided on the or scheduling checklist, which indicated that the patient had insomnia r/t (related to) pain] , high blood pressure (hypertension), chronic anxiety disorder, and asthma. The patient¿s past surgical history included posterior cervical fusion. At the time of the report the issue was considered resolved, and the patient's status was listed as ¿alive ¿ no injury.¿ no further complications were reported or anticipated. The patient¿s concomitant medications included: adderall (dextroamphetamine/amphetamine (30 mg tablet /x day, orally), bactroban/mupirocin calcium (2% topical, 2x day, stopped on 2018 bupropion hcl (100 mg tablet, 1x day), keflex/cephalexin (500 mg orally 1x a day, stopped on 2018- and lisinopril 10 mg tablet (orally 1x day), prozac/fluoxetine hcl (20 mg/4 capsules orally 1x a day)

Manufacturer narrative:
(B)(4).